Event description:
It was reported that following the implantation of an apogee graft, the patient experienced "exposure" and "vaginal bleeding". The patient stated that the "mesh implant, came down, ended through my vaginal wall." Medication was prescribed. The patient stated that she is "pending surgery". There were no further patient complications reported in relation to this event.